Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was impacted. Customer changed infusion set and cartridge to address the issue.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.